Manufacturer narrative:
The customer provided samples for investigation. The result difference of t3 and t4 was cause by an interfering factor to a component of the reagent. This type of interfering factor is addressed in the respective product labeling.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from cobas 8000 cobas e 602 module serial number (B)(4) when compared to the results from an abbott architect. The results from the cobas e602 did not correlate with patient symptom and an interference was suspected. Refer to the attachment to the medwatch for all patient data. This medwatch is for elecsys t3 assay. Refer to the following medwatch with patient identifier for the other assays involved: elecsys tsh assay= (B)(6) ; elecsys t4 assay= (B)(6); elecsys ft3= (B)(6) ; elecsys ft4 assay= (B)(6). The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event.